Event description:
It was reported that the patient underwent generator replacement surgery on (B)(6) 2011. Attempts for product return have been unsuccuessful to date.

Event description:
It was initially reported in clinic notes that patient had a gradual increase in seizure frequency with worsening. There have been no changes to medication. At the patient's last appointment, it was determined that the generator was not able to be interrogated. A generator replacement is planned due to the generator being at end of service. Good faith attempts for more information have been unsuccessful to date.